Event description:
Philips received a complaint on the defibrillator indicating that the device handle malfunctioned. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital . Reporting address line 2: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer refused to pay for the repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : it was determined that the device is no longer under the warranty and the customer refused to pay for the repair.